Event description:
The tibial tray impactor broke into two fragments during surgery, the fragments were removed and another impactor was used. The surgery was finished successfully, without delays or changes in surgical times or patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "during surgery when using the tibial tray impactor (ref lot ) it is broken into two fragments, the fragments are removed and the specialist is given solution using another impactor; this did not generate discomfort of the specialist since it was given prompt solution, the surgery was finished successfully, without delays or changes in surgical times or affectations to the patient, photographic records of the damaged piece are attached so that it is changed of the equipment." The product was not returned to depuy synthes; however, photos were provided for review. See attachment ((B)(4)). The photo investigation revealed that sp2 tibial radel impactor had broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the sp2 tibial radel impactor would contribute to the complained device issue. Based on the investigation findings, component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.